Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet did not charge despite use of two different wired chargers and a wireless charging pad, with a solid green charger light present while the device remained unresponsive and ultimately depleted; the device was replaced and the original is pending return for evaluation. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included interruption of therapy on the affected device with continued use of the patient¿s cgm via phone or receiver until the replacement arrived. Investigation included review of available case details and arrangements for device return. Investigation of this device did not reveal a suspected charging/ power failure consistent with a device electrical or power management malfunction affecting charging functionality. It was concluded, based on previously established findings for similar reports, that the cause was not inconclusive pending device evaluation.